Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 1.6, lab: 3.4. Customer called back to follow up with discrepancy. Wife of pt self tester (B)(6) called to report concern, only the second time they had ever tested by themselves with the inratio meter. Therapeutic range: 2.5-3.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio meter = 1.6. Reference = 3.4, mean= 2.50. Confidence limits = 1.6-3.4. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Strip lot 248203 is out of retains to test. Last test conducted on lot 248203 on 9/21/2011 met accuracy criteria. Test results are as follows: donor 106 =2.3, 2.2, 2.2 inr; donor 107= 2.1, 2.2 inr. At least two out of three replicates are within the allowable bias (+1.0) of reference results for donor 106 (2.40 inr) and donor 107 (1.97 inr), respectively. No further investigation will be pursued at this time. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Retain strip testing results met accuracy criteria. Pt's medical condition and antibiotic use could not be ruled out as a cause for the unexpected results.